Event description:
When the provider opened the sterile lumbar puncture tray, a long dark hair was observed under the sterile wrappings on top of the sterile trocar. As it was noted prior to the procedure, none of the items were removed from the packaging and the entire tray was taken from the room and replaced with a new set up for the procedure.======================manufacturer response for pediatric/infant lumbar puncture tray, carefusion pediatric/infant lumbar puncture tray (per site reporter).======================director materials management contacted sales rep immediately with information as have had several problems with sterile trays.